Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. In addition, a week post implant, the patient was checked and found out that the threshold was poor and sensing was unstable. Upon reviewing the x ray, dislodgement was then observed. A reoperation was performed on the same day. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.